Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during suturing of the catheter wings to the patient, the curved suture snapped in half. Part of the suture needle broke off in the patient, and was removed without issue. As a result, the suture was removed and a new suture was placed. There was no delay in treatment. No death or complications to the patient.